Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse noticed the tubing to be leaking from the maxplus bonded connector end shortly after connecting it to a patient. This occurred three times on the same patient using the same model of tubing moments after connecting. There was no patient harm reported.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed. No damage was observed anywhere on the set during visual inspection. Functional testing and pressure testing was performed and no leaks were noted anywhere on the connector set. The root cause of the reported leak was not able to be identified.